Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions. Evaluation summary: a visual inspection was performed and the reported stent dislodgement was confirmed. It should be noted that rx herculink elite renal and biliary stent system instructions for (IFU) state: carefully inspect the rx herculink elite renal stent system prior to use to verify that the stent has not been damaged in shipment and that the device dimensions are suitable for the specific procedure. Take care to avoid unnecessary handling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulty of stent dislodgement appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the renal artery. A 7.0 x 15mm rx herculink elite stent system was inflated once when it was noted that the stent was missing. The device was removed. Another herculink was used to successfully complete the procedure. The missing stent was never located in the sheath or prep table. Fluoroscopy was also performed and the stent was not found in the anatomy. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.